Event description:
It was reported that the right ventricular (rv) lead was explanted due to an increase in pacing threshold and a drop in impedance. An x-ray confirmed that the lead had pulled back, and a new lead was subsequently implanted. No additional adverse patient effects were reported.